Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Bilateral patient.litigation papers allege subsequent to surgeries, patient developed pain in his hips.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/06/2017 ((B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges constant pain in both hips, trouble sleeping and walking. Patient has no records for hip revision at the present time. Medical record does display a long pattern of chronic pain issues, pre-and post-total hip replacement surgeries. Record indicated a discussion patient had about "recalled hip implants shedding metal fragments into bloodstream" and wanted to know if this could be causing his pain. There is no new additional information that would affect the existing MDR decision.